Manufacturer narrative:
During service, the beckman field service engineer (fse) evaluated the instrument and replaced the acrylic flowcell assembly and that resolved the issues with anion gap and qc. Instrument resumed operation.

Event description:
The customer reported that the unicel dxc 600 pro system generated negative anion gaps for 2 patient samples. Anion gap is a tool to assess individual ise analyte integrity and not a diagnostic test. Evaluation of the samples shows erroneous sodium (na) and calcium (calc) results for one sample and erroneous na for the other sample. The results were not reported out of the laboratory. The samples were rerun with higher results which were reported out of the laboratory. There was no impact to patient treatment. Quality control prior to the event was within established range. Qc after the event was out of established range.